Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a micro-volume extension set was cracked. During a ¿code event¿, the epinephrine medication line was being primed and connected to the manifold; when the collar was observed cracked. There was no patient involvement. No additional information is available.